Event description:
A report was received that the patient had difficulty coupling the charging disc with the ipg. It was noted that the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.